Event description:
Customer's husband reported his wife received an adc meter reading of 100 mg/dl and stated she experienced sweatiness, lost her balance and fell. Customer's husband reportedly gave wife juice and paramedics were called. Upon arrival, paramedics received an hcp meter reading of 40 mg/dl and transported customer to a local hospital. Customer was treated with an IV (solution unknown ) to bring "sugar back up". No diagnosis was reported. Customer's husband also stated customer is on dialysis three times a week. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.